Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an out of range issue occurred between the transmitter and pump with no continuous glucose monitor sensor readings for over 15 minutes. Reportedly, the pump and the transmitter were not being worn within line of sight. During troubleshooting with tandem technical support (cts), the customer moved the pump and transmitter within line of sight. However, the issue persisted. The customer's blood glucose level was 240 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.